Manufacturer narrative:
The t:slim user guide states not to store filled cartridges. Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 200-300 mg/dl range. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to be within the cartridge. The customer indicated that the cartridges were prefilled and stored in the refrigerator until needed.